Event description:
Customer reported a blood leak at the system pressure dome during treatment when the treatment reached 300 ml whole blood processed. The customer also stated that the patient loss an estimated amount of 150 ml. The treatment was aborted and the blood in the kit at that time was not returned to the patient. Customer estimated patient blood loss at about 150 ml. The patient was reported to be in stable condition. The customer reported that their biomed will check the instrument and they will notify therakos if any field service is required. No field service was dispatched. The pressure dome and smart card were returned for investigation.

Manufacturer narrative:
A review of lot c345 was performed and there were no non-conformances. This lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected for pressure dome membrane leak. CAPA (B)(4) were initiated and closed. This assessment is based on info available at the time of investigation. The pressure dome and smart card were returned for evaluation. The evaluation found several air detected alarms occurred during the treatment. Testing of the pressure dome also showed evidence that the system pressure dome had not been properly installed on its pressure sensor during installation of the kit. No problem with the system pressure dome was found. (B)(4).